Manufacturer narrative:
Argus case (B)(4).

Event description:
I have been experiencing severe rectal bleeding for 2 days and severe cramps as well and the last thing I took was this gel [rectal bleeding]. I have been experiencing severe cramps as well and the last thing I took was this gel [cramp]. Case description: this case was reported by a consumer and described the occurrence of rectal bleeding in a female patient who received glycerin (biotene oral balance gel) gel (batch number unknown, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel. On an unknown date, an unknown time after starting biotene oral balance gel, the patient experienced rectal bleeding (serious criteria gsk medically significant) and cramp. The action taken with biotene oral balance gel was unknown. On an unknown date, the outcome of the rectal bleeding and cramp were unknown. It was unknown if the reporter considered the rectal bleeding and cramp to be related to biotene oral balance gel. Additional information: adverse event information was received on 26 march 2019 via live call. Consumer reported that, "I have been experiencing severe rectal bleeding for 2 days and severe cramps as well and the last thing I took was this gel".